Event description:
As reported by the affiliate, during a pta procedure in the left internal carotid artery, after the pre-dilation with the amiia balloon, the blood flow became slow. The physician suctioned blood from around the target lesion. The blood flow recovered and the procedure was completed without further adverse events. There was mild calcification in the lesion and no vessel tortuosity. The pre-procedure stenosis was 60% and the vessel diameter beyond the lesion was 4.6 mm. When the physician suctioned blood around the target lesion, it also involved the debris in the angioguard filter basket. There was no difficulty accessing the lesion with a guidewire. The products (amiia and angioguard) were properly inspected and prepped prior to insertion as per the IFU. There was also no difficulty placing the angioguard in the and the filter basket had good wall apposition when positioned distal to the vessel.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event that were submitted under the following manufacturing number 1016427-2008-00298.